Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent lightheadedness. The right atrial lead had high/undefined pacing impedance, oversensing/noise noted on the electrogram, and the lead was suspected to be fractured. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.